Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP, dom¿recrt device. The patient reports using the device has affected her lungs and caused some mucus in her throat. The patient answers "yes" to the mandatory question of whether there is any allegation of device malfunction; however, they do not specify. The patient was prescribed claritin but only took the medication for one week before stopping. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.